Event description:
It was reported that the patient presented at the clinic due as functional undersensing of intrinsic r-waves resulted in inhibited atrial pacing by their implantable cardioverter defibrillator (ICD). No additional intervention has been performed. There were no patient consequences.